Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hex-wrench could not be properly attached to the device to release the leads during lead revision. The procedure was completed only after using a pincer tool. Device was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported set screw anomaly was not confirmed in the laboratory. The device was returned without the rv set screw, rv septa, and svc septa. Lab setscrews were used and no anomaly was found.